Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the screwdriver broke with a portion of the screwdriver in the hexagonal recess of the end cap. The surgeon was unable to remove the fractured portion of the screwdriver.